Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an alarm on their insulin pump. The customer also reported receiving a max bolus message on their display. Customer was advised their insulin pump would be replaced if there was a second occurrence of the alarm. The customer requested to have their insulin pump replaced because they did not feel comfortable with the insulin pump. No additional information provided.